Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and confirmed that the cable was damaged at the hdmi connector strain relief. The camera image quality test was performed and failed. The technical service representative attributed the image issue to the damaged connector strain relief. Since the customer had already received a replacement glidescope core smart cable, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core video cable, the cable stopped working. The customer submitted a photograph of the cable, broken at the hdmi connector strain relief. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.